Event description:
It was reported that the patient underwent a surgical procedure to replace this spectra penile prosthesis (spp) for unspecified reasons. The implanted components were removed and a new tactra malleable prosthesis was implanted. No patient complications were reported. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis.